Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. There was no harm to the user, no intervention was required. A lubrication was used to facilitate placement of the capsule and the delivery system and capsule will be returned for investigation. A repeat procedure was performed on the same day with additional propofol.